Event description:
(B)(4). I was implanted with essure on (B)(6) 2012 thru anesthetic because without anesthetic it was too painful. Once I woke up after being implanted from that day forward I began to feel pelvic pain, extreme fatigue, depression, increased inflammation, irregular monthly cycles, heavy bleeding, heavy cramping, insulin resistance, memory loss, speech issues, joint pain, left hip pain, loose tooth feeling. Mood swings, and vitamin d deficiency. All after essure.